Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as red and itchy bumps under the te pads. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed a steroid cream for the reaction. Follow up indicated that the reaction improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.